Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and blood glucose was high. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer reported that blood glucose was 503 mg/dl because she was off the pump. The customer reported that most recent bg was in the 300s. The customer reported that she had been treating with backup plan per healthcare professional every 4 hours. The customer declined troubleshooting for high blood glucose. The customer reported that her pump went blank all of a sudden. The customer reported that the contacts on the battery cap are not missing or damaged. The customer reported that the display did not return after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.